Event description:
It was reported the nasogastric (ng) tube split on the ward in the patient. The device was in use for two weeks. The patient was on continuous feeds. There were no blended feeds and/or thick consistency formulas used in the ng tube. Oral and/or crushed medications were used in the ng tube. The device was flushed several times a day pre and post feed and medications. A 60 ml syringe was used to flush the ng tube. Clogging of the device occurred prior to the tube bursting, it was blocked. The device was flushed manually. The clinicians a 60ml syringe in an attempt to unclog the tube and then the clinicians tried with air and sterile water; it didn¿t work, then a 10ml and a 5ml syringe and then the tube burst. The nursing staff noticed the tube break after it became blocked and normal saline was tried to flush the tube. The tube break occurred "along the tube up near the feeding and medication port." The ng tube was removed, and an additional ng tube was inserted via scope at the patient's bedside. There was no reported injury, and the patient is well on the ward, no issues.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 01-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.